Manufacturer narrative:
Discarded by the customer.

Event description:
The user facility reported, 10 ml of blood leaked from the blood bag during a procedure. No medical intervention, no delay and no adverse consequences.